Event description:
Customer reported in accurate reading on the sensor. Customer stated the insulin pump did not alarm the customer she had low blood glucose level. Blood glucose was in the 50 mg/dl range. Customer states blood glucose have been inconsistent and is lower then normal due to exercising. Customer was not hospitalized due the issue. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.